Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedures of a laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy, anterior repair, cystoscopy, left colon adhesiolysis, and appendectomy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2012 due mesh erosion. The patient underwent the concurrent procedures of a laparoscopic exam, adhesiolysis, excision of possible endometriosis, urethral dilation, cystoscopy, kenalog injection, and vaginal cuff during excision of vaginal mesh. (B)(4) - urinary problems; undefined recurrence; dyspareunia; endometriosis. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted due to urethrocele, cystocele, chronic pelvic pain, uterine hypertrophy, stress urinary incontinence, and endometriosis concurrently with total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, left colon adhesiolysis, and appendectomy. The patient underwent mesh removal on (B)(6) 2012 due to abdominal pain, dyspareunia, exposure of mesh, adhesions and stricture of vagina.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total laparoscopic hysterectomy/ bilateral salpingo-oophorectomy, anterior repair, midurethral sling, cystoscopy, appendectomy and left colon adhesiolysis due to incontinent, urethrocele, cystocele, chronic pelvic pain and uterine hypertrophy. It was reported that the patient underwent mesh excision on (B)(6) 2012 due to pain, dyspareunia and mesh erosion.

Manufacturer narrative:
It was reported that the patient underwent removal/excision of tvt mesh and cystoscopy on (B)(6) 2012 by dr. (B)(6), m.d due to possible adhesions, dyspareunia and tvt mesh erosion.

Event description:
Details: it was reported that the patient underwent removal/excision of tvt mesh and cystoscopy on (B)(6) 2012 by dr. (B)(6), m.d due to possible adhesions, dyspareunia and tvt mesh erosion.